Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized and began treatment with vancomycin injection (1 gram every fourth day, ongoing, route not reported) and fortum injection (1 gram, once daily, ongoing, route not reported) for peritonitis. On an unknown date, the patient experienced septicemia. Treatment for the septicemia was not reported. The day after onset of the peritonitis, the patient passed away. The cause of death was reported as due to septicemia. It was not reported if an autopsy was performed. At the time of the death, the patient was not recovered from peritonitis. It was reported pd therapy was ongoing prior to death and at the time of death. No additional information is available.